Event description:
It was reported that insulin gauge displayed an amount different than expected, with pump showing a static fill estimate of 55 units despite insulin delivery. There was no reported impact to the customer¿s blood glucose level. Customer support explained that this could happen due to large differences in measured pressures used to estimate remaining insulin and that gauge would resume counting down once actual insulin matched displayed value, and caller understood and acknowledged guidance. Cts to RMA cartridge.